Manufacturer narrative:
A philips field service engineer (fse) evaluated the device and confirmed the system is working as expected. The clinical workflow was determined as not being followed causing confusion to central monitoring staff. Nurses on the floor at the overview stations show records for acknowledging alarms, when that expectation is solely from the central monitoring studio at this time. Clinical workflow review has been suggested to better support the central monitoring studio. Refreshers on alarms and thresholds on what triggers cpo alarms for spo2 were given. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the patient information center ix indicating the central station is not alarming. The device was in use at the time of the event. No adverse event occurred.